Event description:
A patient reported blood glucose results of "400, 180 and 160 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The customer care representative walked the patient through two consecutive control solution tests and the results fell outside the specified range. Based on the failed control solution tests, there is indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter, control solution, and test strips were replaced.